Manufacturer narrative:
Outcomes to adverse event: other - fracture PMA/510k: this part is not approved for use in the united states; however, a like device catalog # 778216555, 510k #k090390, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: adjacent segment disease (asd) procedure: without fusion at th3-th10, posterior lumbar fusion (plf) and posterior spinal fusion(psf) at th10-l5, posterior lumbar interbody fusion (plif) at l5/s were performed after anterior fixation was performed at l1-l4. Levels implanted: th3-pelvic it was reported that on an unknown date, post-op, the one side of the set screw which was on the open side of the connector placed at level th-11 was backed out. Patient did not achieve solid fusion as bone fracture onset at t11. The patient was hospitalized again for the re-operation as a result of this event and underwent revision surgery on (B)(6) 2019.